Manufacturer narrative:
The device was not returned to stryker for evaluation. A stryker tech support specialist informed the customer that the device due to age cannot be repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a blank display. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.